Manufacturer narrative:
(B)(4).

Event description:
It is reported that the lens was explanted due to unexpected postop refractive error. The customer would like to know if the lens has a refraction of 18.0 diopter or if the customer himself is responsible for the incident. The lens implant and explant dates were not provided.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Corrected data: model # = aab00, catalog # = aab00. Additional information: the returned intraocular lens was received in two pieces. Cracks were noted on the lens surface. No other issues were observed with the returned lens. Because the lens was received in two pieces, this condition precluded being able to measure the diopter. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power. The crack noted visually on the returned lens surface most likely occurred during the handling process when the lens was being explanted and cut into two pieces. Our investigation revealed no product deficiency. Our investigation to date suggests this event was not caused by the lens. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.